Event description:
Home health nurse was giving the patient an insulin injection using the patient's needle supply. After injection completed, needle was found to be left in patient's right leg. M.d. Notified & pt to e.r. For excision. Needle came out of syringe.